Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2010-03890. The ipg and extension were intended for pt implant ((B)(6)). Impedance testing conducted prior to the procedure revealed high readings for several lead contacts when tested in conjunction with the ipg. When taken independently, the impedance readings for the lead contacts were within specifications. A different ipg and extension were used to complete the procedure. The affected devices were returned to the manufacturer for analysis. The lot number and manufacturing date and expiration date of the ipg are unk.